Manufacturer narrative:
Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in power up anomaly.

Event description:
It was reported that the merlin transmitter did not power up after a lightning strike. The device would be replaced.